Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented via merlin.net transmission, post-paced t-wave oversensing was observed on the ventricular channel. Patient did not receive therapy during the oversensing. Recommended programming changes were made.

Event description:
New information received. An asymptomatic patient presented remotely via merlin.net transmission, post-paced t-wave oversensing was observed. Patient did not receive therapy during the oversensing. New programming changes were made.